Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
It was reported that the stent system became stuck on the wire during removal. A 6x120x130 eluvia self expanding drug eluting stent was selected for a lower limb percutaneous transluminal angioplasty (pta) procedure in the superficial femoral artery (sfa). A contralateral approach was used to access the lesion. One eluvia stent was placed without issue. When trying to remove the system after placing a second eluvia stent, the user encountered resistance with the wire. The system and wire had to be removed simultaneously from the patient body. Outside of the body, the stent system was able to be forcibly removed from the guidewire and the guidewire returned to the body and successfully passed through the lesion. Post balloon dilation was performed and the procedure was completed. No patient complications were reported and the patient status post procedure was good.

Manufacturer narrative:
Device is combination product. E1: initial reporter city - (B)(6). Device analysis by MFR: the returned product consisted of an eluvia self-expanding stent system. Visual examination revealed a kink to the outer sheath at the nosecone. There is a kink to the inner liner 5.6cm from the tip. Microscopic examination revealed no additional damages. A test guidewire was inserted into the device and was able to pass through. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent system became stuck on the wire during removal. A 6x120x130 eluvia self expanding drug eluting stent was selected for a lower limb percutaneous transluminal angioplasty (pta) procedure in the superficial femoral artery (sfa). A contralateral approach was used to access the lesion. One eluvia stent was placed without issue. When trying to remove the system after placing a second eluvia stent, the user encountered resistance with the wire. The system and wire had to be removed simultaneously from the patient body. Outside of the body, the stent system was able to be forcibly removed from the guidewire and the guidewire returned to the body and successfully passed through the lesion. Post balloon dilation was performed and the procedure was completed. No patient complications were reported and the patient status post procedure was good.